Event description:
It was reported boot up of the programmer is very slow. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report that the programmer had a long boot up time, as a result the hard drive was reimaged and the software was reloaded.